Manufacturer narrative:
(B)(4). Concomitant products: 110010245 ¿ g7 shell ¿ 65123551; 20103606 ¿ g7 longevity liner ¿ 65056535; 650-0662 ¿ delta ceramic head ¿ 473220. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated the patient developed a post-operative complication, it can be implied medical intervention was completed to treat the pe. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient developed a pulmonary embolism approximately 2 months post left total hip arthroplasty. The patient was hospitalized overnight, treated medically and resolved the next day. Components remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 110010245 ¿ g7 shell ¿ 65123551; 20103606 ¿ g7 longevity liner ¿ 65056535; 650-0662 ¿ delta ceramic head ¿ 473220. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated the patient developed a post-operative complication, it can be implied medical intervention was completed to treat the pe. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient developed a pulmonary embolism approximately 2 months post left total hip arthroplasty. The patient was hospitalized overnight, treated medically and resolved the next day. Components remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.